Manufacturer narrative:
The device was not returned for evaluation. We are unable to confirm the reported needle mechanism failure to fire and properly deploy the cannula, or to determine its root cause. Lot qualification records were reviewed and the product lot met all acceptance criteria.

Event description:
The customer reported that his blood glucose reached 315 mg/dl, and that when he removed tge pod, he noticed that the cannula never inserted into the infusion site. The customer gave himself a manual injection.